Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure for prolapse on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient reported not being able to walk the next day due to partial paralysis of the right leg, calf cramp, numbness in the groin, difficulty getting out of bed, vaginal spasm and hypersensitivity of the right big toe (frozen). The patient underwent x-rays of the spine, venous doppler and complete abdominal scan and pelvis however nothing was found after a week of hospitalization. The patient continues to experience hypersensitivity in the right toe, cramp in the calf, pain in the hip, pain in right side of the right leg, lower back pain, weaker leg, difficulty in climbing stairs, tiredness in walking and still urinary incontinence. No further information is available.